Event description:
It was reported that after insertion, the iabp began to experience helium loss alarms. A rupture was suspected. The iab was exchanged. There were no reported patient complications.

Event description:
It was reported that after insertion, the iabp began to experience helium loss alarms. A rupture was suspected. The iab was exchanged. There were no reported pt complications.